Event description:
It was reported that during a 9 liver tae procedure, the tip of the wire fractured and remained in the patient. Attempts at retrieval were unsuccessful. Surgery for hepatic cancer was performed 14 days later and the tip was successfully retrieved during this procedure. Patient status is listed as "okay".